Manufacturer narrative:
Patient information is unknown. (B)(4). Reported as six months after either implantation or discovery of broken plate. Complainant part is not expected to be returned for manufacturer review/investigation. Information already reported on maude report: product problem, catalog number. Corrected information from maude report: event date reported as (B)(6) 2014; it is unknown if that was the date the plate broke or the date the broken plate was discovered. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against maude report (B)(4), a copy is attached. The only information contained in this report is correction or additional information. Concomitant devices reported: screws (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).